Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There were no unexpected low reservoir alarms or excessive "no delivery" error alarms noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose and diabetic ketoacidosis. The customer states they got high blood glucose levels of over 600mg/dl. The customer's current blood glucose level is 548mg/dl. The customer states treating high levels with a combination of the pump and manual injections. Troubleshooting for the high levels was conducted. The customer states they noticed the cannula was bent. The device is being replaced and returned for analysis.